Manufacturer narrative:
Based on follow-up information the patient is fine and his visus is good. The iol is a monofocal lens. No further treatments are planned or necessary. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date the lens remains implanted and therefore, not explanted. Phone number (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that rings were identified on the surface of the implanted monofocal tecnis toric intraocular lens (iol). Reportedly, the ophthalmologist was afraid that a multifocal lens was implanted instead of a monofocal toric. No patient's symptoms were reported and no explant was performed or planned. No additional information were provided.